Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The device was successfully replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. It was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no faults or errors were noted. The device was in ddd mode at the time of explant; the device was removed preemptively and the replacement indicator did not trip while implanted. It was also noted that the device sensed in the atrial chamber at prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The device was successfully replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.